Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 400 mg/dl. The customer treated for their high blood glucose with manual injection. The customer declined to troubleshoot for the high blood glucose incident. Customer stated that he was using auto mode feature active at the time of event. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.